Manufacturer narrative:
Device passed the displacement test and p-cap or reservoir locked properly in place. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reported that he blood glucose of 500 mg/dl prior to the time of the call. The customer did not mention how they treated. The customer declined to troubleshoot for the high blood glucose reading. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer also reported cosmetic damage to the pump. The insulin pump will be returned for analysis.